Event description:
Reportedly the instrument's jaws would not open to release the tissue after firing. Therefore, the surgeon decided to transect the surrounding tissue to free the instrument from the tissue to complete the case without further incident. No patient injury reported.